Event description:
A customer reported a cgm error, specifically error 42, while using the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with complete instructions for performing a pump reset. The customer planned to reset the pump at their convenience and was advised to follow up if the issue continued.